Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had an open sore under one of the electrodes. The patient received medical attention for the rash and the patient's physician allowed the patient to remove the lifevest for an hour each day to let the skin breathe. Follow-up indicated that the patient applied unscented lotion on the electrodes and the sore improved slightly.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method (other): biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.